Event description:
On 04-20-2016, information was received from a healthcare provider (hcp) via a clinical study regarding an (B)(6) year-old, female patient who was receiving dilaudid 0.5mg/ml at 0.60068 mg/day and bupivicaine 7.1mg/ml at 8.5297 mg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type ii. The on (B)(6) 2016, the patient reported dizziness, nausea and weakness two days following implant and one day following a dose increase. The patient was advised to remove her fentanyl patch to decrease opioids. On (B)(6) 2016, the patient reported hallucinations and sedation. On (B)(6) 2016, the device was reprogrammed. The clinical diagnosis was intrathecal (it) medication side effects. The event was ongoing. The etiology was reported as related to the device or therapy, not related to the implant procedure and related to the drug hydromorphone (increased dose).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome was unresolved at the time of study exit/death/study closure. It was further reported the cause of the patient's death was metastatic lung cancer. It was noted the death was unrelated to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.